Event description:
It was reported that the device alarms error 1210 during testing. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. The smiths label is intact, and the device was in good condition, scratched screen. The event log was not available. A visual inspection and functional test were performed, and the reported failure was replicated. The device alarmed error 1210 when powered on. The memory of the circuit board was corrupted. The circuit board will be replaced. The root cause of the reported problem cannot be established. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.